Event description:
It was reported that when stimulation is turned on there is a loss of therapeutic effect. This occurred following an unrelated, elective radiation procedure. It is further reported that the symptoms are mania and torsion of the feet. It was reported that pt was admitted to the hospital but this was unconfirmed. See MFR report# 3004209178-2010-05708. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).